Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse stated they noticed the arctic sun device (serial (B)(4) getting an alert 02 (low flow). Flow rate was 1.1lpm with large arctic gel pads in place. Initial inlet pressure was -0.6psi, system hours were 8897 and pump hours were 8302. They already were in the process of moving the arctic gel pads to another device (serial (B)(4). Nurse noticed the fluid delivery line (fdl) was plugged into the drainage port of the first device and corrected this. Therapy started on replacement device (serial (B)(4) and flow rate settled at 2.6lpm. Per follow up information received on 25jul2022, it was reported that therapy was completed with the second device with no further issues and there was no impact to the patient. Nurse stated the first device was sent to clinical engineering for repair.

Event description:
It was reported that nurse stated they noticed the arctic sun device (serial dyyjy013) getting an alert 02 (low flow). Flow rate was 1.1lpm with large arctic gel pads in place. Initial inlet pressure was -0.6psi, system hours were 8897 and pump hours were 8302. They already were in the process of moving the arctic gel pads to another device (serial dyyju012). Nurse noticed the fluid delivery line (fdl) was plugged into the drainage port of the first device and corrected this. Therapy started on replacement device (serial dyyju012) and flow rate settled at 2.6lpm. Per follow up information received on 25jul2022, it was reported that therapy was completed with the second device with no further issues and there was no impact to the patient. Nurse stated the first device was sent to clinical engineering for repair. Per clarification email received on 06feb2023, it was reported that the fluid delivery line being connected to the drain ports (and the resulting fix) happened prior to them calling, as they gave flow rate or inlet pressure. It had been brought to their attention that if the fluid delivery line was in fact connected to the drain ports, then they would not have had a flow rate or ip reading.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause was user did not connect the fluid delivery line correctly. However, this could not be confirmed. A device history record review was not required as this was not an out-of-box failure. The instructions for use were found adequate and state the following: "1) use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted. Inspect fluid delivery line 1. Power on the system 2. From the patient therapy selection screen press the hypothermia button to display the hypothermia therapy screen. 3. From the hypothermia therapy screen, press the manual control button to open the manual control window. 4. Set the manual control water target temperature to 28°c and the duration to 30 minutes. 5. Connect a shunt to a set of fluid delivery line ports. 6. Press the help button and then press the help index button. Select the topic maintenance and service and sub topic system diagnostics then press the display button. Verify that inlet pressure is -7 ± 0.2. 7. Repeat on all valves. If inlet pressure is out of range, replace the two valves that the shunt is connected to. 8. Ensure that the shunt is removed before device is put back in service." Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.